Event description:
It was reported that the patient presented for an implant procedure. It was noted that the insulation of the right atrial lead appeared scratched, and some insulation layer was damaged during visual inspection. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a partial lead (only distal portion) was returned in one piece with all four times intact and undamaged. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.